Event description:
A call to technical services was made on (B)(6) 2013 stating that there was an alert noted on device interrogation suggesting to check rv lead. Patient had surgeries days before; interrogation showing false ventricular tachycardia and ventricular fibrillation in which electrograms showed noise but the device did not treat. The rv impedance was stable. No other information is available. This report reflects information received by FDA in the form of a notification per 803.22 (b)(2).